Event description:
It was reported that the patient was bleeding from the access site. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and began to position the was. The physician started with a double curve was but wanted to switch to a single curve was. While removing the was from the patient the physician also started removing the introducer sheath that was being used. When the physician noted that the introducer sheath was also being removed, they stopped and tried to reinsert the introducer sheath back into the same position. While repositioning this device the physician heard an audible pop noise, and the groin area of the patient began to bleed. Pressure was applied to the area and the was was removed from the patient. The bleeding could not be stopped with manual pressure, so the procedure was ended. The patient was given protamine to reverse the heparin that was given, and the groin area was further reviewed. The physician was eventually able to stop the bleeding and the patient was fine. No other intervention or treatment was performed, and the patient is expected to make a full recovery.